Event description:
This event was reported. This patient was deafened by meningitis and again developed meningitis about 4 months after implantation with this device. Both episodes of meningitis were thought to be related to previous trauma and a skull fracture through the frontal sinus. The patient was hospitalized, treated, and successfully recovered.